Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touchscreen became cracked. The customer stated the pump may have become cracked during outdoor activity. There was no reported impact to the customer's blood glucose level due to the touchscreen issue. Reportedly the customer had manual injections as alternate insulin therapy.